Manufacturer narrative:
Correction: upon review, the octrode lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report 3006705815-2021-02010. It was reported that lead migration up to t6 position issue was confirmed via x-ray resulting in the patient experiencing ineffective stimulation. A surgical intervention is anticipated in the near future. No additional information is available at this time.